Manufacturer narrative:
The pump was returned with the driveline severed approximately 6 inches from the pump housing and the remainder was not returned. The sealed outflow graft and outflow graft bend relief were not returned. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was rebuilt and operated on a mock circulatory loop and functioned as intended. The cause of the reported increase in the patient¿s lactate dehydrogenase level could not be determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported on (B)(6) 2017, that the patient's lactate dehydrogenase level was significantly elevated to approximately 2000 u/l. A transthoracic echocardiogram (tee) was negative for device thrombosis. A CT angiogram revealed a possible pulmonary embolism, and it was reported that there was no obvious clot at the lvad cannulas. The patient was transfused two units of packed red blood cells. The hematology department was consulted, and a higher ptt goal was recommended. The patient underwent a device exchange on (B)(6) 2017. It was reported that the patient became hypotensive upon anesthesia induction, and require large amounts of inotropic support. Transthoracic echocardiogram during the procedure revealed thrombus along the leads of the implantable cardioverter defibrillator. A large amount of fresh clot was found within the lvad pocket. No visible thrombus was visualized in the pump. No additional information was provided.